Manufacturer narrative:
Efforts to obtain additional information from accredo specialty pharmacy are ongoing. Any new information, relevant to the reported event, will be provided in a follow-up report. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further evaluation.

Event description:
An initial event notification was received by united therapeutics drug safety on 30-apr-2026 from accredo specialty pharmacy, and forwarded to millyard advanced medical products, llc on 02-may-2026. It was reported that the patient received cassette problem alarms while using remunity pumps, serial numbers (B)(6) and (B)(6). It was further reported that the patient experienced communication issues between these pumps and their corresponding remotes. Troubleshooting efforts were unsuccessful and the patient was urged to present to the hospital while awaiting replacement systems from the specialty pharmacy.